Event description:
Consumer contacted via phone and stated that the strings were not staying in the tampon, the string would come off when she used or before. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation. On 28-apr-2020 the product was corrected to tampax tampons radiant super non deodorant 32ct.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via phone and stated that the strings were not staying in the tampon, the string would come off when she used or before. No injury was reported.